Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no atrial output on the external pulse generator (epg). It is anticipated that the epg will be returned for service. There was no patient involvement.